Event description:
Bilateral silicone implants were placed mid-2002 following bilateral mastectomy in 2001. Following increasing shoulder & neck pain associated with the weight of the implants-600cc & 6550cc-, the implants were switched to a smaller size in 2006. The left implant -600cc- was ruptured with almost complete expulsion of the contents. The silicone was yellowed, demonstrating a long-term rupture. Though the implant was barely 4 years old at time of explantation, allergen states that this is acceptable lifespan for their product. Product info: catalog no. 25-45601 600cc -mfg. By mcghan-